Event description:
I was placing a PICC [peripherally inserted central catheter] line, and I had gained access and used my guidewire to maintain access in the vein. After I introduced the vein, I removed my guidewire, and I noticed that the wire was not intact at the end. I was able to see that the wire was bunched but the tip was still holding. When I placed the line, it was completely smooth with no threading issues to note. The line threaded without issues, and I informed the np [nurse practitioner] and nothing was noted on the chest x-ray. The line was placed without issues, and I saved the wire and the packaging of the wire but not the introducer.